Manufacturer narrative:
The reported issues were addressed with the application of a femstop to control the bleeding at the access site to reach final hemostasis and surgery for the pseudoaneurysm with ruptured femoral artery. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. The pseudoaneurysm and bleeding from the access site are complications which may be related to the endovascular procedure or the vascular closure procedure. The bleeding was controlled with a femstop. It should be noted that the patient had a high level of anticoagulants which possibly contributed to prolonged hemostasis. Surgery was successfully applied post procedure to repair the pseudoaneurysm with ruptured femoral artery. There was no report of device malfunction or that the device did not work as intended. The device did not cause the pseudoaneurysm which resulted in the ruptured artery.

Event description:
It should be noted patient had issues with clotting during the case during the initial procedure (prior to the use of vascade) and had been given 1400 units of heparin and 2 integrillin boluses and drip. The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. After the device was removed, hemostasis was not achieved, so the staff reverted to manual compression and after 30 minutes applies a femstop. 20 minutes later, patient's blood pressure dropped. Ultrasound conducted and pseudoaneurysm with ruptured femoral artery was confirmed. Patient returned to operating room to repair right femoral artery pseudoaneurysm with surgery. In addition, the patient required a jackson pratt drain to drain the pseudoaneurysm. Patient became stable and remained in hospital until (B)(6) 2021 when the patient was discharged. No further injury or complications noted. Per the report, the device worked as intended and did not cause the reported pseudoaneurysm which resulted in the ruptured artery.